Manufacturer narrative:
The investigation for the console (aic) controller failure-red alarm has been completed. There was no evidence in the logs to confirm the reported failure mode. Data logs p (psnr) ¿placement signal not reliable (opm invalid signal, optical pump connected]) ¿ alarm,¿ event #1036 during the support. It resolved automatically in 10 minutes. Event #1036 occurred after 4 days 19 hours since the pump started, but there were 1036 error logs ¿processsampleforopminvalidsignalerror: calculator placement signal 1036¿ throughout the case, which is unrelated to the reported failure mode. A placement signal issue was observed. There was no placement signal issue with the cases performed post-27 sep 2024. This console returned for evaluation and obtained an abnormal envelope - without connecting either the optical test pump or test cavity with aic and abnormal fringe pattern - with the optical test cavity connected to the aic and indicating defective optical bench. The cause of the controller failure was corrupted epm firmware. It is undetermined what caused the initial corruption of the firmware. The root cause for psnr was most likely due to the defective optical bench. Added-d9 device return date corrections to the initial MFR report: d2 updated common device name g1 MDR reporting contact email.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during prep of the automated impella controller there was a red alarm error. The controller was replaced and no patient harm was reported.